Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased capture threshold and had dislodged. Repositioning was attempted but was unsuccessful as the lead helix could not re-extend. The lead was explanted and successfully replaced. The patient was stable.